Event description:
It was reported by the customer that during inspection cs300 intra-aortic balloon pump (iabp) battery test showed that it could only run for 60 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during inspection cs300 intra-aortic balloon pump (iabp) battery test showed that it could only run for 60 minutes. There was no patient involved and no injury.

Manufacturer narrative:
Updated fields: b3-date of event, b4, e1-initial reporter name, e3-occupation, g1-contact person at mfg site, g2- report source, g3, g6, h2, h6-type of investigation, investigation findings, investigation conclusion, health effect-impact code, component code) and h11. Corrected fields: b5, b6, b7, d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states battery test was performed during inspection, but it only lasted about 60 minutes. Battery replaced and operation inspection based on inspection record sheet were performed with good results.